Event description:
It was reported that this pacemaker recorded episodes where t wave was over sensing and small r waves were observed. Bringing the patient into the clinic to measure the r and t waves and device reprogramming around sensitivity was recommended. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.